Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures four instances of intraoperative yukon navigated screw inserter coupling issues. In all instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures (B)(4) instances of intraoperative yukon navigated screw inserter coupling issues. In all instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot unknown (3): device not returned. Lot mxyh (1): device returned 30 august 2022.